Event description:
It was reported, the patient had no efficacy during a trial. During the explant, the physician found part of the lead in the small pocket created for the connection between the lead and extension. It was reported to be "so easy to explant the lead" that the physician suspected the lead had been dislodged during the trial. There were no patient symptoms or injuries related to the event.

Event description:
Follow up information received clarified that during the explant procedure it was observed that the lead was completely within the pocket which confirmed the suspicion of a lead migration. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# serial# unknown, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).